Event description:
Admitting diagnosis: severe osteoporosis with compression fracture of t-12 and wedging of the thoracolumbar area with multiple small fractures. Discharge diagnosis: same. Operation performed: percutaneous vertebroplasty t8 through l3. At the end of surgical procedure (percutaneous vertebroplasty of thoracic and lumbar areas) pt coded and death occurred. Expiration date of powdered component 1/2002; liquid component 2/2002.